Event description:
Clinical trial. It was reported that post index procedure, the patient died. The index procedure treated a de novo lesion in the mid right coronary artery (rca). The lesion was 3 mm wide, 10 mm long, and 70% stenosed. There was mild tortuosity. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. Residual stenosis was 0%. The patient received angiomax and plavix during the procedure. The patient was discharged one day later on aspirin and plavix. During a follow up phone call with the patient's daughter, the site learned the patient expired on day 592. The cause of death is listed as ischemic heart disease. There was no autopsy. There is an unknown relationship between the stent and the target vessel.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing record for this particular batch # 7367116 shows that the device met its material, assembly and product speciations at the time of its release to distribution.